Event description:
It was reported that the patient experienced an overstimulation sensation when the device was turned on following exposure to a theft detector at dick's. The patient noted that the device worked fine immediately after leaving the store. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model: 39565-65, lot#: v491165037, implanted: (B)(6) 2010, explanted: na. Programmer model: 37743, serial#: (B)(4), recharger model: 37752, serial#: (B)(4), (B)(4).